Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 442 mg/dl at the time of incident and current blood glucose level was 206 mg/dl. Customer treated high blood glucose with manual injection. Customer was on keto diet because, customer had seizures. Customer experienced symptoms such as nausea because of high blood glucose. Customer declined trouble shooting for high blood glucose. The device will not be returned for analysis.